Event description:
It was reported that the patient for generator change. Fluoroscopy revealed the presence of externalized conductors on the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.